Event description:
Related manufacturer reference number: 2017865-2021-15981. Related manufacturer reference number: 2017865-2021-31200. It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead was oversensing noise due to emi. The episodes appeared to only happen at night. No intervention was performed. The patient was asymptomatic and would be monitored. The patient presented in clinic on (B)(6) 2021 for further evaluation. Device interrogation revealed continued oversensing episodes on the right ventricular lead and loss of capture on the left ventricular lead. Programming changes were made to resolve the issue.